Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen retrieval on a laparoscopic nephrectomy, the bag tore and specimen fell into the patient. They used another bag to compete the case. There was no patient injury.